Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient is experiencing uncomfortable stimulation in his ribs and upper thoracic area. However, the patient has no stimulation in his lower back and legs which is his original pain pattern area. Reprogramming was unable to resolve the issue. X-rays and diagnostic testing did not reveal any anomalies. The patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015 where his entire scs system was explanted as the system did not provide him with effective pain relief.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.